Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication orders were not transferring from wellsky to pyxis. A patient had an order for digoxin 250 mcg x1 that had not transferred to pyxis after approximately 30 minutes. Nursing staff reported this had been an ongoing issue affecting multiple patients. To prevent delays in medication administration, the customer placed the machines in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer and no further investigation was required. The system functioned as intended after the customer resolved the issue.